Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in both eyes in early 2008. As part of the postmarket study, the patient reported that he was experiencing a glare at night and vision is not 20/20. Further information was requested from the surgeon, but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted. This lens is currently implanted in the patient's left eye. See MFR report# 2023826-2009-00169 for the left eye.

Manufacturer narrative:
Patient experiencing glare - eval results - a work order search was conducted and there was one similar complaint found, which was for the same patient - other eye.